Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the device failed to boot up because there was no power for m cabinet. The fse visited onsite and upon functional testing, the fse found dcps output led indicator did not light, the power fuse was normal, and the sib box was not working. The fse confirmed that the pdu fantray and dcps needed to be replaced. The defective pdu fantray and dcps was returned for analysis, and it confirmed that the cause was psu03 electrical overstressed. To resolve the reported issue the fse replaced the pdu fantray and dcps. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system could not be turned on. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the sib was not working. The field service engineer inspected the system onsite and after the replacement of dcps, the device was returned to use in good working order.